Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The force bipolar forceps instrument was found to have one bent grip tang at the force amplification pulley. The grip tang was bent resulting in an abnormal gap at the grip interface. Components adjacent to this bent grip tang show damage. The bent grip tang is consistent with repeated pinching of the conductor wire insulation during grip actuation, leading to wire displacement from the routing groove and localized flattening. Additional observation not reported by site was that the instrument was found to have a segment of the conductor wire dislodged from the proximal idler pulley. The wire insulation was damaged and the instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the bent grip tang is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause of the dislodged conductor wire is attributed to instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument tip bracket broke. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the procedure was completed with a backup instrument. The instrument broke at the bend. There was no patient harm. There was no surgical delay.